Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to reproduce the reported air-in-line alarm. Further eval found cracks in the upstream sensor tail pins, which are known contributors to air-in-line alarms. The upstream sensor has been replaced. The customer was issued a replacement device due to the length of the device investigation.

Event description:
It was reported that a pump alarmed for air in line 10 times in a 12 hour period, when no air was present. The customer stated that this occurred in the nicu care area and there was no pt injury.